Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's omnipod 5 personal diabetes manager (pdm) experienced overheating while charging, and the metal tip of the charging cable came off in the charging port. The pdm casing was observed to be bulging near the charging port and adjacent to the battery compartment. It is unclear if the battery was swollen, as this detail was not provided. The patient confirmed that they utilized a charging cable provided by insulet.